Event description:
During shift check, the customer reported that the autopulse platform (sn 24463) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn 24463) displayed "system error, out of service, revert to manual CPR"" was confirmed based on the review of the archive data and during functional testing. The root cause for the customer reported system error was a failed communication between the drive train motor and the processor pca board. During visual inspection, no physical damage was observed on the platform. The archive data review showed latch error 71 (motor drive train command issue) around the reported complaint date, thus confirming the reported complaint. Further review of the archive data showed the occurrence of user advisory (ua) 18 (max take-up revolutions exceeded) error messages, unrelated to the reported complaint. The user cleared these error messages based on the archive. User advisory is a clearable error message. The user advisory (ua) 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Latch error 71 is a software logic-related fault due to a failed communication between the drive train motor and the processor pca board. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error "latch error 71". The (ua) 18 seen in the archive was not reproduced during functional testing. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. After service, the autopulse platform passed the load cell characterization test and the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).